Event description:
Initial complaint received on (B)(6) 2018. Reporter notified (B)(4) regarding an incident that took place on (B)(6) 2018, stating that when injecting a patient connected via injector, saline and contrast agent, technologist was running the scan to set up injector, and hit enable. Reporter states that normally a window pops up that says patency check, but that never happened. Patient received 10 mls of contrast and basically they could not complete the study so had to reschedule the patient. Reporter states that there was no injury to the patient during this incident. Biomed was unable to duplicate this issue, and just called tech support to see why it happened. Reporter also indicated that after setting up a protocol for the a side only at 10:40 am, the protocol is 2ml/s for 10 ml using a 100 ml faceplate according to the customer. The customer also indicates that once the enable button was pushed the injection started. The customer believes the handswitch is at fault and will order an new handswitch to replace the current one. Follow-up was performed by (B)(4) in order to determine contrast agent used, and received follow-up information on (B)(6) 2018, in which technologist at facility confirmed that dotarem was the contrast that this patient received.